Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia and ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including large paraesophageal hernia repair linx device implantation occurred on (B)(6) 2017 by dr. (B)(6) in (B)(6). It was noted that the device was "placed around [the] stomach". "It was soon recognized that the linx was not in the correct position, so the implanting surgeon took the patient back to the or and attempted to either reposition or replace" the linx device. The surgeon "made it 90% of the way through the case and was ready to attempt to either slide the linx down or remove and replace when the patient developed a capnothorax and clinically compensated. The surgeon aborted the procedure." Device explant due moderate dysphagia and ongoing gerd occurred on (B)(6) 2018 by dr. (B)(6). A fundoplication was performed at the time of explant.